Event description:
Reporter calling, stating ongoing problems with the mozart system during surgical cases. She states that a patient was having a procedure to remove breast cancer tissue when the system started performing an automatic update. This resulted in the screens "going black", loss of imaging, and inability to identify the location of implanted tissue marker clips. As a result, the patient had to return to have a second surgery to remove cancerous tissue. She states this automatic update problem has occurred "at least twenty times" and results in procedure interruptions, increased sedation time for patients, and prolonged surgical cases. Reporter states they contacted their vendor to attempt to troubleshoot this problem by requiring a password to be entered prior to any updates being installed, however this troubleshooting was unsuccessful and the problem continued to occur during surgical cases. Reporter states that more recently, the vendor has applied a "group policy" to prevent this automatic update problem from once again happening, and so far this has been successful. Reporter states that, per the vendor, other facilities are experiencing similar problems with the mozart system. Reporter states is with (B)(6).